Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's implantable cardioverter defibrillator was oversensing far-p-waves. No intervention was performed. The patient had no symptoms related to this event.

Manufacturer narrative:
Previously reported health effect - clinical code - 4580 - insufficient information should have been 4582 - no clinical signs, symptoms or conditions.